Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customers blood glucose level was 520 mg/dl. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.